Event description:
The pump was returned for investigation. Investigation found that the 'up' arrow button had tactile issue and contamination was found under all the buttons, this report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages including worn keypad symbols. In addition, the bolus button cover was found to be missing/detached. On investigation, the pump powered up to the verify screen. The ¿up¿ arrow button responded intermittently while the remaining buttons responded properly. Removal of the keypad cover found contamination under all the button contacts. (B)(6).